Manufacturer narrative:
The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of adverse event related to patient condition was chosen as an existing condition or disease is demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition/disease-related adverse event. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient underwent a revision surgery involving an inflatable penile prosthesis (ipp) due to an unspecified reason. The reservoir component of the ipp was explanted and replaced. Further details were not provided. Additional information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient had chronic obstructive pulmonary (copd) disease. The patient had herniated their reservoir while coughing. This also led to the patient experiencing edema. The previous reservoir was explanted and replaced as a result. The patient was reported to be doing very well after the procedure.

Event description:
It was reported that the patient underwent a revision surgery involving an inflatable penile prosthesis (ipp) due to an unspecified reason. The reservoir component of the ipp was explanted and replaced. Further details were not provided. Additional information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient had chronic obstructive pulmonary (copd) disease. The patient had herniated their reservoir while coughing. This also led to the patient experiencing edema. The previous reservoir was explanted and replaced as a result. The patient was reported to be doing very well after the procedure.

Manufacturer narrative:
Event: updated. Lot number for the reservoir recorded. This field was also corrected as the wrong device was previously entered. Implant date recorded. Patient code updated to reflect edema. Device code updated to reflect migration. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 05:15 pm CT. The report number is being corrected from: 2183959-2018-61949 to: 2183959-2018-61091.

Event description:
It was reported that the patient underwent a revision surgery involving an inflatable penile prosthesis (ipp) due to an unspecified reason. The reservoir component of the ipp was explanted and replaced. Further details were not provided. Additional information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.